Event description:
It was reported to boston scientific corp that a patient underwent a radiofrequency ablation for liver cancer in 2007. The ablation was successfully performed, however upon withdrawal of the electrode, a first degree subcutaneous burn was observed at the insertion site. The complainant noted that a metal needle guide was used in this procedure and damaged insulation was observed upon withdrawal. The pt's burn was treated with xylocaine and saline solution. No serious injury was noted and the patient's health status is good.

Manufacturer narrative:
Received one coaccess electrode system in a biohazard bag with another country label. Residue was present on the device handle to indicate use. The insulation was found to be damaged. A visual evaluation found that the insulation had been split open in one area and damaged in another. The array was visually examined and a full even umbrella shape was found. The first area that was damaged was found at 6.3 to 6.8 centimeters from the distal end of the coaccess introducer. The second area that was found split open, was found at 7.5 to 8.2 centimeters from the distal end of the introducer. Leveen needle electrode (p/n 26-224). Customer complaint is confirmed. The root cause is due to user technique with the metal needle guide typically used in another country. Boston scientific's direction for use states, "if a needle guide is used, such as with the leveen superslim needle electrode, carefully advance the electrode through the needle guide, making certain not to bend the needle. Needle guides have edges that can cause damage to or removal of portions of the insulation on the needle electrode. A break in the insulation may result in tissue burns along the length of the electrode." A lot history search was performed and found no other complaints against lot number 8865798. A review of the device history record was also performed and revealed no anomalies. A corrective action has been opened to address the damaged insulation issues. The february 2007 15-month trend report for all complaint failure modes was reviewed, no adverse trends noted.